Event description:
A medtronic representative reported an inaccuracy of 3 centimeters lateral that occurred while in a cranial tumor resection procedure. The surgeon was already at the level of the tumor and stated that he bumped the reference frame when working near it. The surgeon opted to discontinue the use of the navigation system and completed the procedure without further issue. In trouble-shooting, it was noted that a magnetic resonance imaging (MRI) exam was being used, also a passive cranial reference frame, tracer registration and passive planar blunt instrument. There was no impact on patient outcome. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
A medtronic representative, at the site, reported covering several subsequent procedures and found the navigation system to be functioning normally. No further issues have been reported.

Manufacturer narrative:
(B)(4)